Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) 2 days ago for urinary - interstim stimulation indication for use. It was reported the patient states she had wild success in the trial but so far nothing is happening. Patient states she sets the stimulation and has loss of the sensation 15-20 min later. Patient states she was up 3 times last night and 4 times the night before. Patient states she has jumped from program 2 to 6 to see if the location of stim was a little different. Patient services (ps)reviewed the patient needs to allow her body time to adjust before making changes and reviewed programs / amplitude. Patient selected program 1 at 1.8 v. Ps suggested keeping notebook of stim and symptoms. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) 2 days ago for urinary - interstim stimulation indications for use. It was reported the patient states she had wild success in the trial but so far nothing is happening. Patient states she sets the stimulation and looses the sensation 15-20 min later. Patient states she was up 3 times last night and 4 times the night before. Patient states she has jumped from program 2 to 6 to see if the location of stim was a little different. Patient services (ps)reviewed the patient needs to allow her body time to adjust before making changes and reviewed programs / amplitude. Patient selected program 1 at 1.8 v. Ps suggested keeping notebook of stim and symptoms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.